Event description:
Review of service data detected a reportable event. During servicing, charger sn (B)(4) was found to have a damaged power supply cord. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the charger would not power on. Upon investigation the power supply cord was found to be damaged. The cause of the inability to power on was the damaged power supply cord. The root cause for the defective power supply cord could not be positively identified. No adverse event resulted from the defective power supply cord. The last patient to use this battery charger did not report any deficiencies.